Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as contaminated transfer set equipment, inadequate technique in changing the transfer equipment and contaminated hospital materials used in the transfer equipment exchange technique. The same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with aminoglycoside, ceftazidime and ciprofloxacin (doses, routes, frequency and duration not reported) for the peritonitis event. On an unreported date, pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.